Event description:
Removal of the dental implant. The clinician reported the reason of removal as fracture of buccal bone.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant unit returned was within spec.